Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed the issue and reported the exhalation pressure/exhalation flow transducer failed calibration testing. The fsr was able to determine most likely cause of the reported event is the main printed circuit board assembly. After replacing the main pcba, the issue was resolved. The fsr performed the operational verification procedure and reported the device is operational and meets service specifications. The fsr reported the suspected main pcba is available for analysis and a return good authorization has been issued. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Pt801 xdcr has recorded faults on the events log and failed calibration. This issue will be internally investigated within vyaire.